Event description:
A surgeon reported that following implantation of an intraocular lens, the pt sees a grey zone especially when reading. The zone has been confirmed by visual field studies. The symptoms are alleviated by wearing glasses. The surgeon stated the pt is satisfied with vision.